Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had multiple pump error alarms. The customer¿s blood glucose unknown. Customer also reported that the insulin pump rewound and filled new reservoir and tubing and all that stuff did a complete set change. Customer also reported that air bubbles noticed in insulin pump. The insulin pump will not be returned for analysis.